Manufacturer narrative:
UDI: (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient expired during the implant procedure. This implantable defibrillation lead was implanted first, followed by the left ventricular (lv) lead and then the right atrial (ra) lead. While the ra and lv were being sutured in the pocket, the patient's pressure dropped and their heart rate went to 10 - 15 beats per minuted with electromechanical dissociation (emd). Cardiopulmonary resuscitation was performed. Additionally an echo was done which showed no anomalies. There were no allegations against lead functionality.